Event description:
It was reported the patient¿s implantable neurostimulator (ins) was ¿implanted incorrectly¿ and was ¿implanted in the wrong location.¿ the patient indicated it was their ¿doctor¿s first time¿ and that though the ¿implant was for the cervical area¿ the patient ¿could feel stimulation in her arm.¿ the patient stated ¿the ins was implanted in the wrong location (in her scapula) and the stimulation was not hitting her cervical spine ¿ it was going to her arms and legs.¿ the patient was ¿in a lot of pain¿ at the time of report. It was also reported that when the patient recharged she ¿only got one bar shaded and it took her 4-5 hours and it hurt to charge.¿ the patient reported that ¿she cried because she was in so much pain¿ and that ¿it had been like that since she was implanted.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product ID 37751, implanted: 2014-(B)(6), product type recharger. (B)(4).